Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, self test, and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was tested with no vibrator anomaly noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window were noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via phone call that he had low blood glucose of 40 mg/dl and the vibrate on the insulin pump would not go off. Customer stated that he was not alerted of an alarm he was getting. Customer stated that the pump was set to alarm out loud and he had a threshold alarm. Customer stated that it normally vibrates and wake him up but it went into an audible alarm instead. Customer does not know why his blood glucose was low. Customer's blood glucose was 95 mg/dl and then later it was 90 mg/dl after 3 hours. Customer ate crackers and drank juice to treat. Customer performed a self test and the pump did not vibrate during the vibrate test. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.